Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaz0983 showed one other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the catheter appears to have a crack at the hub. No other information was reported, but has been requested.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked luer connector was confirmed and the cause was determined to be manufacturing related. The product returned for evaluation was a 6fr t/l powerpicc solo catheter. The white solo connector cap was broken and a loose segment was also returned. The break in the connector was primarily oriented in the longitudinal direction. The luer threads of the pieces appeared normally formed and undamaged. Microscopic examination of the fracture surfaces found that they were rough and granular in nature and topographically complex. An additional crack in the attached luer was found which was also primarily oriented in the longitudinal direction. The sample was sent to the manufacturing facility for further review.

Event description:
Facility reported to the sales rep that the catheter appears to have a crack at the hub. No other information was reported, but has been requested.